Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported, a microsensor could not be detected. Another was used to complete procedure. There were no reports of adverse consequences.

Manufacturer narrative:
The component was returned for evaluation. A review of quality records for the component found that the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the internal catheter wires were broken inside the sensor case. Due to the condition of the component as received, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the reported issue and determined the cause of failure to be related to mishandling of the catheter. Trends will be monitored for this or similar complaints.

Manufacturer narrative:
(B)(4). A review of finished good manufacturing records found no discrepancies.